Manufacturer narrative:
The MFR's evaluation summary of the information submitted by the hospital reporting regarding the endoscope used during the procedure described in the MDR is provided below. The manufacturer reported that the olympus intubation fiberscope does not have an o-ring around the distal tip of the insertion tube. The reporting hospital had stated that an o-ring had fallen into the patient's bronchus. The manufacturer stated that it must be assumed that if an o-ring had fallen into the patient's bronchus, it would have been made from an endo-therapy device. Olmpus endo therapy devices with o-rings are the cd-10/20z heatprobes. These devices are used with a scope with a 2.8mm channel. The lf-1 intubation fiberscope used during the procedure referenced in the MDR has a 1.2mm channel. Based on the small size of the channel of the intubation fiberscope, the manufacturer has concluded that if the piece was an o-ring, it was not from an olmpus product. Co called the customer to notify her of the MFR's report. The nurse stated that the piece that had fallen into the patient's bronchus could have been a piece of rubber and not an o-ring. Olympus agrees that the piece could not have been part of the a-rubber especially since the nurse had originally reported that the previous repair performed by third party had been inferior to olmpus repairs. No further action will be taken and the complaint has been closed.

Event description:
During a diagnostic bronchoscopy procedure for confirming proper placement of a double lumen endo-tracheal tube, the o-ring at the distal tip of the bronchoscope fell off into the patient's bronchus. When the piece was noticed, the procedure had already been completed. The piece was successfully retrieved and there was no injury to the pt.